Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2014. The physician corrected the settings; however, the normal mode and magnet mode output currents were not corrected. No patient adverse events were reported.